Event description:
It was reported that during an infusion of 10% glucose, nurse noticed a build up of air in the silicon component of the set, and removed set from the pump to tap the air back up the line and the set completely separated at the lower end of the "accuslide". The separation caused a delay in the infusion while an additional set was primed and placed back into the pump. During this delay, the patient's central line occluded to the extent that the line could not be recovered and had to be removed and replaced. There was no result about patient's complication due to this event. All patient information and the lot number of the affected set are unavailable from the account.